Event description:
The sales representative reported that during a procedure, part of the product (olive) has become misshapen which would not support a mantis rod. It is further reported that whilst the surgeon was attempting to re-sit the rod, the rod fell into the pt. It is further reported that the rod was retrieved from the pt. It is further reported that the procedure was completed with a second device. It is further reported that the procedure was extended by approximately 45 minutes. It is further reported that there are no adverse consequences to the pt resulting from the rod and the pt did not require any further treatment.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.